Event description:
It was reported by the rep that (1) tx30v and the (2) xr30v were used during a pneumonectomy procedure. It was reported that the surgeon fired the device first across the upper lobe artery, and second across the inferior pulmonary vein, thrid across the superior pulmonary, and fourth across the lower lobe artery. The surgeon stated that the lower lobe artery was where the staple line completely failed. The pt lost 3200 cc of blood and had to be transfused with the same. The surgeon then placed a 0 silk tie to occlude the lower lobe artery.